Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was uploaded and indicated 2 autoclave cycles for the handle. A pmv representative adapter and sulu were connected to the subject handle and applied to test media. The reload cleanly applied staples and transected the test media. The flashing blue lights were unable to be replicated and there were no error codes in the device logs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, they replaced to the new adapter and handle used with same original reload in order to complete the case. Patient status :stable.

Event description:
According to the reporter: during a procedure, the idrive device did not fire. The state of the handle indicator was flashing and the state of status indicator lights was blue. The handle is sterilized using an autoclaved method. Patient status : unknown.